Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to carefusion that the turbine was not rotating. The unit was on a patient at the time, and there was no patient harm. The customer also reported that there was an audible alarm at during this event.